Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient¿s medical records on continuous cycling peritoneal dialysis (ccpd) stated that the patient was hospitalized for peritonitis on (B)(6) 2018. Additional information was requested, however to date not provided. Clinical review: a clinical investigation was performed. A temporal relationship between pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s hospitalization for peritonitis and sepsis exists. However, there is no evidence that supports the patient¿s escherichia coli peritonitis event was caused by a liberty select cycler/ liberty cycler set malfunction or product deficiency. Escherichia coli which a known colonizer of the human gastrointestinal tract and is a common cause for gram negative peritonitis infection which carries significant risk for mortality. It is possible the patient¿s peritonitis developed as a result of concomitant enterocolitis. However, this cannot be confirmed with the information at hand. Additionally, the patient¿s comorbid condition of diabetes mellitus may have been a contributing factor in the severity of the peritonitis infection to progress to sepsis and septic shock.